Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, baxter considers this event reportable. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.

Event description:
Customer reported cvsm device caught fire. This incident was captured under hillrom ref #(B)(4).